Event description:
The patient reported that she experienced blood glucose (bg) values as low as 1.8 mmol/l. She also stated that she was hospitalized on (B)(6) 2011 for 10 days; she reported that she called 911 and when paramedics came, her bg was 4.1 mmol/l. She stated that she had not felt well all day and did not bolus or eat dinner. Customer support walked the patient through reviewing the pump. The date on the pump was set to 01/14/2007 instead of correct date of (B)(6) 2011; she stated that this was due to the battery being out of the pump for over 24 hours when she was in hospital. The patient verified that the settings and programming were correct. The patient reported that she used the recommended dosing per the pump. The bolus history showed that boluses were delivered as programmed. A review of the tdd history for the past week showed basal amount of 15.04 to 14.965 units/24 hours. The basal was programmed for 15.05 units/24 hours; the patient confirmed that the basal was programmed correctly. The patient reported that the pump was exposed to x-ray on two occasions since (B)(6) 2011. The patient was advised to review bg management with her health care provider. This report is made based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 showed that the insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in the pump black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The patient reported that the pump was exposed to x-ray, the user guide instructs the patient not to expose the pump to x-ray. No conclusions can be made at this time.